Event description:
It was reported that a substance was leaking out of the handpiece. This was reported through the manufacturer repair department, but it is unknown if there was any patient involvement prior to that. There are no known adverse consequences at this time.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device leaking and no power was confirmed. Based on the investigation details, the likely cause was problems with the motor, rotor, sag head, and bearings, which were each replaced along with other components. The handpiece was repaired and returned to the customer.